Event description:
It was reported the hcp "severed the patient's artery" during the implant surgery. Since then, the pt has experienced pain, itching and no pain relief. The pt states they are "worse off than before the implant". No outcome was reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Supplemental to update: previous codes no longer apply or have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the hcp severed his artery during the implant surgery. The patient had pain, itching and no pain relief and stated he was worse of then before the implant. Further information received from the consumer reported that during the first surgery the doctor had nicked an artery in his back and he was slowly bleeding to death so the doctor removed the paddle and ¿put him back together¿. The patient had another lead implanted at a later date but the nerves had been bothered enough so the therapy never targeted where it was supposed to be. The patient noted it was supposed to be in the lower spine but was in the upper torso and a manufacturer representative tried to adjust stimulation 4-5 times within six months of the second implant. They never could get it targeted appropriately so the patient stopped using it. The indication for use was chronic low back pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708360, serial# (B)(4). Implanted: (B)(6) 2007. Product type: extension, product ID: 37742, serial# (B)(4), implanted: 2(B)(6) 006-12-01. Product type: programmer, patient product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007-01-24. Product type: extension, product ID: 3998, lot# v004457, implanted: (B)(6) 2007. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that while in recovery following the original surgery he was experiencing more pain and paralysis. The patient reported that the doctor was notified, and he was rushed back into surgery. The patient reported that it seemed an artery had been nicked in the original surgery and he was bleeding internally. The patient reported that the unit was removed at that time. The patient reported that seven weeks later a second operation ¿ another implant. The patient reported that he could only guess that nerves were injured, relocated or what? The patient reported that at least three visits by manufacturer¿s representatives (rep), an hour plus failed to discover a way to move the stimulation from his rib cage area to lower torso where he needed it. The patient reported that he could see no recourse except a fourth surgery. The patient reported that there were no further problems as a result of the bleeding, the unit remained as is, had been totally inactive. The issue was resolved. No further complications were reported.